Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported balloon rupture was unable to be confirmed; however, the guide wire exit notch was torn and leaked which is likely what the account perceived as the reported balloon rupture. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the noted tear in the guide wire exit notch, leak and reported balloon rupture appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.d10/h3: return status updated h6: component codes added: 4761, 3123, 525, 829. H6: type of investigation codes: 4111, 3331, 4109, 4115 removed; 10 added.. H6: investigation findings: 3221 removed; 114 added. H6: investigation conclusions codes: 4315 removed; 4307 added.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The 3.0x8mm nc trek rx balloon dilatation catheter (bdc) was noted to have broken [ruptured] during the procedure presenting the patient with a risk of gas embolism. There was no reported adverse patient effect and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.